Manufacturer narrative:
The field service engineer (fse) discovered wash pump motion errors and bubbles while attempting to prime the system. The fse replaced the lower seal and o-rings but the errors persisted. The fse then replaced the wash valve rotor, stator, valve cap, and the wash pump seal and resolved the issue. No further air bubbles or errors were noted. The fse completed a routine system check and high sensitivity system check which passed within instrument specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash valve rotor. A definitive root cause is unknown.

Event description:
The customer reported erroneously elevated initial troponin I (access accutni+3) results, for four patients, involving the access 2 immunoassay system. The customer stated the elevated results were not released out of the laboratory. There was no patient consequence associated with this event. Subsequent testing of the patients' samples, on the original and an alternate access 2 system, generated lowers results, within the risk stratification or the normal reference range. The customer indicated quality control (qc) was within specification prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.